Manufacturer narrative:
Unit passed displacement test and self test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 21920 file number 30650). Problem isolated to the electronic assembly as per global logic analysis. No moisture damage or physical damage noted on electronic assembly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. Pump transferred to r&d for further testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected error. Customer stated they were able to successfully clear the alarm and did received request to rewind pump. Customer stated that insulin pump did passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.